Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. It was suspected the rv lead was pulling when the patient's posture changed. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.